Event description:
Drive devilbiss healthcare was notified of an incident involving a patient lift by the end user's daughter who stated the end user's caretaker was attempting to transfer the end user in the lift when the lift fell on top of the patient. The end user's daughter stated that the caretaker was using the lift to move the end user further than she should have been, and also noticed that the back left caster assembly was not swiveling properly, however it is unclear what caused the lift to tip over. Product labeling states that the "lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). Moving a person suspended in a sling over any distance is not recommended." The end user sustained a fracture in her neck and bruising to her face and was admitted to the hospital and rehabilitation for 3 months. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.